Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Customer loaded cartridge with cold insulin. Blood glucose was 400 mg/dl. Customer reloaded the cartridge and received accurate fill estimate.